Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the er320 clips were springing open and falling off after being applied to the cystic duct. This happened with 3 different clips not clip appliers. They then replaced the er320 with the autosuture clip applier and completed the case.